Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular lead presented to the hospital with recurrent syncope. The health care professional questioned whether the patient had transient heart block. Technical services reviewed and right ventricular loss of capture was observed. The hcp reprogrammed the rv output in which consistent capture was maintained. The hcp would discuss further programming options with the physician. The lead remains in service. No adverse patient effects were reported.